Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The site location was abdomen. The infusion set was in use for less than 24 hours.the patient got hospitalized for 24 hours. The blood glucose level was 400 mg/dl at the time of the event and got treated with insulin pens. The patient was tested positive for ketones and the value was 2 mmol/l. Patient experienced the symptoms of tiredness and headache at the time of the event. No further information available.